Manufacturer narrative:
(B)(4). Date sent: 6/17/2024. D4: batch # 704c39. Investigation summary. The product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a ecr60b reload present. The reload was received unfired, with 4 double drivers missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged from the right proximal side. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the black and red motor wires were noted to be disassembled from the motor terminal, therefore making the device non-functional. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the device is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion on what may have caused the reload pan to dislodge could be reached. A manufacturing record evaluation was performed for the finished device batch number 704c39, and no non-conformances were identified.

Event description:
It was reported that during the surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 8/7/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Update to the event date.